Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. The customer¿s mother reported that on (B)(6) 2020, a ¿lo¿ (readings less than 40 mg/dl) message was received from the customer¿s sensor. The customer experienced symptoms described as headaches, vomiting, and weakness. The customer was taken to the hospital where a healthcare meter reading of 749 mg/dl was obtained, and he was diagnosed with diabetic ketoacidosis. The customer was treated with novolog, basaglar, and levemir (doses unknown). No further information was provided. There was no report of death or permanent injury associated with this event.